Event description:
Boston scientific was notified that there was a problem detaching the coil, even after several attempts. When retrieving the coil, the coil unexpectedly detached and is most probably still within the microcatheter. The physician used a new catheter and continued the procedure with other coils and cables. Post-operative results were reported as follows: no deficit with good results. Procedure completed.